Manufacturer narrative:
The suspect device was received for evaluation. Review of the device history record confirmed error code 44.510. Therefore, the main circuit board was replaced. Following repair, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.